Event description:
A patient sample was tested for hyb- prostate specific antigen (hyb-psa) and a result of 0.00ng/ml was obtained. Upon repeat testing the hyb-psa result was above the normal reference range (7ng/ml). The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. Specific qc data has not been supplied to date. A system check performed on 12/02/2009 passed within instrument specifications. Review of the customer's reagent inventory reports from this instrument and another instrument do show reagent packs loaded on both instruments. A field service engineer (fse) was not dispatched for this event as the customer is not questioning instrument performance at this time. Although pack sharing may have contributed to the erroneously low result, a definitive root cause has not been determined for this event to date. A malfunction will be assumed for the purpose of this report.